Manufacturer narrative:
(B)(4). ECG from deployment assessed. Operator thought that device issued shock advisories for normal sinus rhythm (nsr). Analysis indicates that ECG was fine vf. AED functioned per spec in issuing shock advisories and delivering shock. Date of manufacture july 2012.

Event description:
AED deployed for resuscitation attempt. Shocks were administered to pt. Pt was not resuscitated. Operator questioning AED analysis.